Event description:
Procedure type: bullectomy. According to the reporter: for the first firing, neoveil was attached on the cartridge. After the firing was half-done, the device would not work. To open the jaws, the black return knob was retracted completely, but the clamp cover stopped at the middle of the cartridge and the jaws would not open. Tried several ways, but the jaws could not be opened. In order to remove the device, healthy lung parenchyma was excised additionally with other devices (egiaustnd with egia45amt and egia60amt, and echelon green), and the procedure was completed. Nothing fell into cavity. There was oozing. Pt is under observation. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).